Manufacturer narrative:
It should be noted the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use state ¿complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion." H6: removed code c21 and added c20 under investigation findings. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H6: removed code d16 and added codes d15 and d12 under investigation conclusions. H6: removed code f15 and added code f12 under health effect - impact code.

Manufacturer narrative:
Device lot/serial information could not be obtained. Therefore, no manufacturing evaluation could be performed. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023 two gore® viabahn® vbx balloon expandable endoprosthesis (vbx devices) were placed overlapping in the hepatic artery for arterial stenosis. On an unknown date (between (B)(6) 2023 and (B)(6) 2023) the vbx device(s) partially occluded or thrombosed and the patient was placed on heparin. It is unknown if one or both of the overlapping vbx devices were involved in the partial occlusion or thrombosis. On (B)(6) 2023, a pseudoaneurysm was discovered on CT scan, and an additional vbx device was implanted in the hepatic artery. This event was captured in medwatch report number 2017233-2023-03995. On an unknown date (between (B)(6) 2023 and (B)(6) 2023) the vbx device implanted on (B)(6) 2023 occluded. The physician had considered coiling the hepatic artery but did not. The patient will continue to be monitored.